Manufacturer narrative:
Cracked siderail with sharp edges. Damage due to impact.

Event description:
It was reported by service report that the side rail was broken with sharp edges. There was pt involvement, however, no adverse consequences are reported.